Event description:
I put in a thermacare menstrual heating pad inside my panties but over a t-shirt and wore it for 6 hrs. I could feel it getting hot, but I kept it on because I didn't have any pain meds on me. When I got home, I checked the area (as well as my lower back where I was also wearing one) and saw that the area had sm burn marks. I called thermacare and reported the incident, but tried to treat it myself. But the area became infected and extremely tender to the touch, so I went to the ER to have it examined. Because I was also experiencing shortness of breath and chest pain, they admitted me to (B)(6). Blood test showed that I was infected with mansonella ozzardi and that I suffered a chemical burn due to product leakage. I was given 3 IV doses of clindamyacin and sent home on augmentin bc I am allergic to doxycycline. The abd wound was covered with colloidal gel and sterile bandages, and I bought colloidal bandages from amazon to continue my treatment at home. Now I have several am black marks on my mid and llq(lower left quadrant) of my abdomen that still remain tender. I did report this to (B)(6) on july 9 and august 25, 2023.